Event description:
Unable to insert the bioraptor knotless anchor into the first pre drilled hole. This was a technique issue. It was the first time surgeon had used this implant and he drilled the hole too far anteriorly. Following this he successfully used x3 bioraptor knotless anchors and achieve an good repair.

Manufacturer narrative:
(B)(4)